Event description:
It was reported that the implant wasn't working and the patient could hardly talk. The other symptoms associated with the event was "everything." There was communication with the patient programmer. The implant was on and it was ok. The left side was at 2.70 volts and the right side was at 2.50 volts. There were no recent adjustments made. The change was first noticed a couple weeks ago. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that it was unknown if there was a 50% or greater symptom reduction. The patient just wanted a ¿tune up.¿ the patient was reprogrammed. It was unknown if this was device related. Patient outcome was other, the patient needed reprogramming.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3389s-40, lot# va0nk50, implanted: (B)(6) 2014, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3389s-40, lot# va0jm19, implanted: (B)(6) 2015, product type: lead. (B)(4).